Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.manufacturer¿s reference number: (B)(4).

Event description:
It was reported that the patient underwent breast prosthesis implantation surgery with two unknown mentor gel implants. Post-operatively, the patient developed breast implant illness. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. On december 6, 2024, mentor received the following information: patient's age at the time of event, ethnicity and race. In addition, the suspect medical device was also reported as 425cc mentor smooth round moderate profile saline (catalog: 3501670 lot: 6561294). The patient symptoms were , fatigue, brain fog, muscle weakness, joint pain, positive ana test. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.